Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as the device programmed settings. Autosetup had failed due the patient's low amplitude. Ts recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.